Event description:
It was reported that in 2005 the patient complained about having painfully strong earache. The speech processor was not worn at this time. On 8th day the patient used the speech processor again and was unable to hear anything. Despite trying repeatedly to use the speech processor, she was still unable to hear.